Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/10/2016 with the following findings. During investigation, the pump powered on to a dim and discolored display. Additionally, the battery compartment was found to be cracked. Unrelated to this issue, evaluation revealed that there was a crack in the u-groove at multiple locations. A test clip was unable to be secured. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2016.